Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts." "Elevated metal ion levels have been reported with metal on metal articulating surfaces." This report filed (B)(4), 2011. (B)(4)

Event description:
Patient reported to have undergone left total hip arthroplasty on (B)(6), 2005 and per the patient's report, a revision procedure occurred on (B)(6), 2010 due to elevated metal ions and pseudotumor. Review of invoice history confirmed that the modular head and taper adapter were removed and replaced. Further information provided indicates that the acetabular cup was noted by the surgeon to be malpositioned and was also removed and replaced with a competitor's acetabular cup. Patient alleges that a second revision surgery has taken place due to lack of bone ingrowth into the competitor's cup.